Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was provided that the patient was brought back to their clinic for lead testing. It was noted that several troubleshooting methods were performed. It was noted that the physician decided to continue monitoring the patient at this time.

Event description:
Boston scientific received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to low shock impedance measurements of less than 20 ohms. It was noted that the daily measurements had been stable in the high 30 ohms to low 40 ohms range previously. Technical services (ts) discussed to consider bringing the patient to their clinic to evaluate the lead. To date, there have been no reported adverse patient effects related to this clinical observation.